Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted no damage. The complaint was duplicated during functional testing when the device was powered on error message "lec 1310" was displayed. The displayed error code 1310 was user error and device used improperly. A root cause for the error could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Cleared error code., corrected data: d3, g2 and h6. Health effects, corrected.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited lec 1310. No adverse patient effects were reported by the customer.